Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the surgeon could not rotate the harmonic ace instrument smoothly, and it was out of sync. The customer installed another instrument on the same arm, and it worked fine. The customer installed the same harmonic ace instrument on another arm, and it still would not rotate smoothly. The procedure was completed with the same harmonic ace instrument with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument unit was placed and driven on a da vinci in-house system and passed the recognition and engagement tests. Intuitive motion was being experienced. No issues occurred with the roll motion. The clamp arm also opened and closed properly. No friction or resistance was observed upon manual rotation of the shaft assembly. No damage was found to the bearings. There was no problem detected for the customer reported complaint. An additional observation that was not reported by site: a visual inspection of the distal end found the teflon pad damaged. A piece measuring approximately 0.027" x 0.068" was missing at the tip and was not returned with the instrument. No signs of thermal damage were found.